Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The physician attempted to place a liberte' 2.75x12mm bare metal stent to the calcified and tortuous left main (lm) coronary artery. The stent was able to cross the lesion, but was withdrawn and it was noted that the stent struts were damaged. The procedure was completed with a non bsc 2.75x12mm stent. No pt injuries or complications were reported. Pt status post procedure is noted as stable.